Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history record for lot # 6770242 revealed the oracle slap hammer was manufactured by avalign technologies-nemcomed. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation has shown that the complained oracle slide hammer really grinds during gliding back and forth. The fracture surface shows visible traces of scratches which affected the hammer during gliding back and forth. Unfortunately we can not determine how it came to this damage in retrospect.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: slide hammer not sliding as it should. On (B)(6) 2013, the slide hammer would not slide as it should during use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history records has been requested.